Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was foreign matter in the fluid pathway of a 10ml luer-lok¿ tip during use. No medical interventions reported.

Manufacturer narrative:
Date received by manufacturer: the bd aware date was changed from (B)(6) 2017 to (B)(6) 2017.

Manufacturer narrative:
The date of event was incorrectly reported as (B)(6) 2017. The correct date is (B)(6) 2017.

Manufacturer narrative:
Results: the batch# for this complaint is unknown, therefore neither DHR nor qn review could be performed. Four assembled 10ml syringes were received by bd canaan. The syringes were not packaged and the batch # was not provided. The samples were visually evaluated. A small amount of silicone was visible on the stopper and the roof of the barrel in one of the samples. However, no stringing and no pooling of silicone was observed. The amount of silicone appeared minimal and within specification. Conclusion: evaluation concluded that the samples do not appear to have excessive silicone content. Silicone is an inert, non toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Bd was able to confirm the customer¿s indicated failure, however no defect was observed.